Manufacturer narrative:
Continuation of d10: product ID: 97755 serial# (B)(6) product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is estimated; month and year are valid. H3: analysis of the rtm (s/n (B)(6)) revealed that the rtm got hot after running it at the donut end, relay box did not get hot. There was a recharge antenna failure and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the device was not working correctly. Patient said they would start to charge the implant, but then would have a hard time getting the paddle in the correct spot on their body to charge, and when they were able to start charging, the controller would cutout and say the controller battery was dead. Patient said the controller battery would start at 100% but deplete fast while charging the implant. Patient then said they had gotten some error codes, but did not write them down, said they thought "like mp3 or something" however when asked if they saw rm03, patient didn't think there was an m in the code. Patient also mentioned that the relay box on the recharger was getting really hot last night. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.